Event description:
This report is to advise of an event observed during analysis of the ICD device.

Manufacturer narrative:
During analysis of the ICD, an arc mark was observed. The rv lead or lead conductor shorted to the can during a high voltage shock, thereby forming a melted spot on the can surface. The lead was not returned.